Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6) north america. A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the 16- 1535-0 micropore-paper tape 1x10yds w/dispenser tears her skin. The patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).